Manufacturer narrative:
Concomitant: product ID 3387s-40, lot# va01k4q, product type lead. Product ID 3387s-40, lot# va01k4q, product type lead. Product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension. Product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension. (B)(4).

Event description:
A healthcare professional from a clinical study reported that the patient whose indication for use is alzheimer's had started experiencing agitation on (B)(6) 2015. The event had required new, in-patient hospitalization which was also the corrective action. The cause was unknown. It was unknown if it was related to the study or programming. The event had resolved.